Event description:
Per additional information received by implant patient registry, the patient underwent a valve in valve procedure approximately 4 years and 4 moths post tavr.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from implant patient registry.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, the 26mm sapien 3 valve failed approximately 2 years 10months post procedure and the patient was being evaluated for a possible valve in valve. The procedure date was to be determined after evaluation of the computerized tomography (CT) images. Per additional information received, the patient had some progressive shortness of breath and was found to have severe stenosis of the tavr valve on echo. Given the patient's history of valve thrombosis after his surgical valve was placed, there was high suspicion that this was again the case. The patient hadn't taken any anticoagulation over the years due to gi bleeds. At the time of this report, they were trialing coumadin to rule out thrombosis before anything else. Per additional information received from the fcs the patient is now (approximately 4 years and 3 months) being worked up for a tavr with the failure mode of the original 26 sapien 3 being stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for post implant stenosis unable to be confirmed due to limited information provided. Available information suggests patient factors (thrombosis) may contributed to the event as patient has history of valve thrombosis and was put on anticoagulant medication. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.